Event description:
It was reported that during patient use, a ventilator did not display the expiratory volume. There was no report of a transfer to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). A technical service engineer (tse) troubleshot this issue with the customer over the phone. The customer was instructed by tech support to call back if the recommended part or test did not correct the failure and if they will return any parts.